Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level went as low as 40 mg/dl and as high as 300 mg/dl. Customer treated their low blood glucose via food. Customer advised their healthcare provider changed their settings due to customer being high, however customer's blood glucose level then went low due to settings change. Customer declined to troubleshoot for low blood glucose levels and believed their settings change caused the low blood glucose levels. The insulin pump will not be returned for analysis.